Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1- initial reporter phone: (B)(6).

Event description:
It was reported the device failed to evacuate due to a kink in the device. A long segment occlusion, located in the superficial femoral artery (sfa), was treated through arteriography of the lower extremity, atherectomy, and balloon dilatation. A jetstream xc atherectomy catheter was selected for this procedure. A kink was noted on the device during the priming process. The device was reprimed and used inside of the patient. During the procedure, loss of aspiration occurred with the jetstream xc atherectomy catheter. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.